Event description:
Study. Device malfunction: none. Symptoms/ae: non-st myocardial infarction. Time of symptoms: peri-procedure. It was reported that the pt complained of chest pains when she came to the catheterization lab to have elective left internal carotid artery (lica) and a left common iliac stenting (non-abbott stent) procedures. Pt underwent diagnostic cardiac catheterization prior to undergoing the stenting procedures. After the successful stenting procedure, the pt was bradycardic and experienced right arm pain and paresthesia, which was found to be preexisting. The bradycardia and right arm pain was resolved within 2 days. The pt was diagnosed with peri-procedural non-st myocardial infarction (mi). The physician stated the mi was probably related to the procedure. No add'l info is available.

Manufacturer narrative:
The acculink stent mentioned is being filed under MFR report #3004742046-2007-00152.